Event description:
It was reported that high right ventricular (rv) threshold caused early implantable cardiac defibrillator (ICD) battery depletion. The ICD was explanted and replaced and the pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary #(B)(4). The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.